Event description:
The customer reported the workstation did not boot up. No patient injury was reported.

Manufacturer narrative:
The service rep reseated the workstation pcbs. The machine operates as intended.